Event description:
Pt died of ventricular fibrillation due to ischemic heart disease. Had automatic defibrillator implanted in abdomen which apparently failed? Interrogation of device yielded "no response". Resuscitating physician reported that device was "hot to touch" after pt was declared dead. Device and leads were grossly intact at autopsy.